Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was broken. The user was unable to reboot the station or perform recovery procedures due to the physical damage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 had broken. The field service engineer (fse) replaced the tower door cannon to resolve the issue. The customer then loaded the medication, and the unit functioned properly. The system functioned as intended after the field service engineer repaired the device.